Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" on glucose monitor. Reportedly, customers cgm values were not populating which elevated their bg. Bg was addressed via correction bolus via pump. Tandem technical support conducted systems check and the pump was functioning as intended

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.